Event description:
Customer alleges the interlock is broken, allowing two vaporizers to turn on at once. There is no report of pt involvement.

Manufacturer narrative:
The unit was returned to the mfg site for investigation. The unit was inspected, and the reported complaint was confirmed. Further investigation revealed that the plunger was separated from the bellcrank assembly due to the e-clip not being attached to the pin that holds the plunger in place. Assembly training and instruction were reviewed and found to be adequate. The tec 6 plus operation and maintenance manual (setting and dial section - step 3) states to check the vaporizer when it is turned on that 'no other vaporizer mounted on the same manifold can be turned on'.